Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited increased pacing thresholds and increased pacing and shocking impedance measurements. The pacing impedance was out of range above 2000 ohms. Noise oversensing was also observed. The oversensing episodes led to inappropriate shock delivery. A revision procedure was performed to replace the lead. During the revision the lead was tested via a pacing system analyzer and the abnormal impedance measurements and loss of capture were observed. Additionally, insulation damage in the pocket was noted and a lead fracture was suspected due to a sharp bend in the lead. This lead was surgically abandoned. No additional adverse patient effects were reported.